Event description:
23 days after the implantation, oversensing was reported via homemonitoring. The ICD was explanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Prior to the analysis of the returned ICD, the quality documents accompanying the manufacturing process for this ICD and the associated lead were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Upon receipt, the ICD was interrogated, revealing the bol battery status, no one charging cycle was recorded in the devices memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the right ventricular channel. Therefore, a sensing test was performed, and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied, and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular channel, confirming the clinical observation. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of a device malfunction.